Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the label on the video connector was peeled, the bending section cover and video connector had a scratch, the adhesive on the bending section cover was chipped, the insertion pipe was discolored, the bending angle in the ¿up¿ direction did not meet standard values due to wear of the angle wire, the image had white dots due to damage to the charged coupled device unit, and the video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the endoeye deflectable videoscope¿s adhesive around the objective lens was peeled off. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that stress from use, external factors, or handling caused the peeling to occur. However, a definitive root cause could not be determined. Inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.